Event description:
On (B)(6) 2015, the customer called medela customer service and reported that her personalfit standard (24mm) breastshields were causing her pain and that she had developed clogged ducts. During follow up with a medela clinical on (B)(6) 2015, the customer reported that her clogged ducts had progressed into mastitis and she was prescribed antibiotics by her physician.

Manufacturer narrative:
The customer was sent 21mm breastshields and reports that she has recovered from mastitis. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.